Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a tumor marking procedure performed on (B)(6), 2011. According to the complainant, the clip would not release from the delivery catheter following deployment. The technician attempted to reopen the clip, at which point the wire at the tip of the clip assembly penetrated the wall of the patient's colon, causing discomfort and bleeding. It was reported that the clip remained on the tissue following the second deployment attempt, however, and another resolution clip device was used to complete the procedure. Following the procedure, the patient was sent for a scan, which determined that no perforation had occurred. The patient was admitted for a 24-hour observation and reportedly bled slightly for twelve hours. No intervention was performed to resolve the bleed. The patient was reported to be "doing well" following the procedure and has begun brachytherapy.

Manufacturer narrative:
(B)(4): the complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.